Event description:
The customer reported that the extension set leaked during plasma exchange. There was no report of patient harm or medical intervention. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.